Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 45 mg/dl; cause was not known. Customer was treated with intravenous fluids of saline. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin and a replacement pump was sent to the customer to resolve the issue.